Manufacturer narrative:
Additional information related to be event available after investigation of the returned device, which could be addressed in a follow-up report. According to available information, no consequences for the patient have been identified.

Event description:
Has been noted a plasma leakage. During change out and priming the second system were found problems with the pin pressure reading high negatives even though it had been zeroed correctly. Transducers were converted to regular wet transducers. The change out pump head is the same lot number as the one leaking plasma. After they changed it out they kept it and rinsed it for return.

Manufacturer narrative:
The investigation activities were carried out with reference to the plasma leakage event, which is the reason for the current report. For the results of the investigation activities refer to engineering report attached (ER_r&d_cp_24_bgcx0072).

Event description:
Has been noted a plasma leakage. During change out and priming the second system were found problems with the pin pressure reading high negatives even though it had been zeroed correctly. Transducers were converted to regular wet transducers.the change out pump head is the same lot number as the one leaking plasma. After they changed it out they kept it and rinsed it for return.

Manufacturer narrative:
The investigation activities were carried out with reference to the plasma leakage event, which is the reason for the current report. For the results of the investigation activities refer to investigation report attached (bgcx0072_investigation_rmd).

Event description:
Has been noted a plasma leakage. During change out and priming the second system were found problems with the pin pressure reading high negatives even though it had been zeroed correctly. Transducers were converted to regular wet transducers.the change out pump head is the same lot number as the one leaking plasma. After they changed it out they kept it and rinsed it for return.